Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, there was the possibility that this phenomenon was attributed to the disconnection of the camera cable due to the unexpected stress being applied to the camera cable by the user handling. Olympus stated the appropriate handling of otv-s7proh-hd-12e and the counter measures against abnormalities in the instruction manual of otv-s7proh-hd-12e.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that during unspecified timing, it was found that there was the interference on the endoscopic image. The user completed the procedure with another device. The service department of olympus (B)(4) checked the subject device and found that the endoscopic image was disappeared occasionally due to the partial disconnection of the camera cable. There was no report of patient injury associated with the event.